Event description:
An implant card was rec'd reporting that a vns pt had their lead replaced for a lead discontinuity. Through further investigation, it was determined that the pt had insufficient effect of the vns. A system diagnostic test displayed a dcdc 7. Due to autism, the surgeon decided to perform a lead revision without prior radiology. Intraoperative radiology showed no apparent lead break. In the surgery, they found no mechanical but a functional lead break due to vagus nerve fibrous tissue. It is unk if the pt had any fall or injury preceding the event. The explanted product will not be returned for analysis. Good faith attempts for further details surrounding the event have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.